Event description:
It was reported that the patient presented for an unrelated procedure. When the right atrial lead was explanted, a small insulation break was noted as silicone material dropped off from the helix. The patient was stable throughout.